Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed at facility). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use, after insertion of the faradrive sheath. The physician tried to aspirate and flush the sheath. While doing this the physician noticed that there was a hole in the tubing of the side arm right before the 3 way stop. There was blood leak even when the physician turned the stopcock off to the patient. The blood leak was very minimal and did not affect that patient in any way. The physician used hemostats to prevent any further blood loss. The faradrive sheath was replaced with another faradrive sheath without complication and procedure was completed successfully. No patient complications were reported.